Event description:
It was reported that patient felt jolting, "like a wire came unplugged" while the stimulation was on. No pt treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.